Manufacturer narrative:
Correction: d4, h4, h5, h8, h3 - unchecked evaluation summary attached. H10 - a 13-month complaint history review for similar complaints was performed for e2 reagent lot a412957. No other similar complaints were identified during the search period.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The st aia-pack e2 analyte application manual states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. A 13-month complaint and service history review for serial number (B)(4) from the date of 01/25/2020 through aware date of 02/25/2020 was performed for similar complaints. There were no similar complaints identified during the search period. The most probable cause of the reported event was unknown/unresolved.

Event description:
Customer reported that they had an estradiol (e2) sample yesterday that gave a result of 356. The doctor indicated that the sample needed to be diluted so they ran a dilution and got greater than high. Another dilution was performed, and the result was 850. The quality controls (qc) are in range and the cv's look good as well. Customer sent the sample out for further testing and the result confirmed the 850 result. Customer states they have seen this before; however, the problem was for multiple assays. Customer will monitor for the next few days and call back if they see this again. The technical support specialist (tss) called the customer over a week later to follow up and customer stated that they have had no other issues. The quality control (qc) results are in range and the aia-900 analyzer is performing expected.